Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg was non functional. Inadequate stimulation was noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.